Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the saol. It was reported that on (B)(6) 2017, a pump refill was completed and the pump was titrated to minimum rate the follow day, on (B)(6) 2017. The patient's spasm symptoms improved thereafter. On (B)(6) 2017, the patient was last seen in the clinic. The status of the back pain and flu were unclear and the patient anticipated the next clinic visit on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that cause of motor stall and recovery was not determined. Patient was seen on (B)(6) 2017 to titrate down to minimal dose, alarm was sounding again. Replacement was not scheduled yet, hcp was waiting to hear back from other hcp. For patient's relevant medical history, the patient was a (B)(6) year old male with multiple sclerosis (ms) /bi with bilateral frontal hematomas and spastic tetraplegia. His last pump refill was (B)(4) 2017 at the same concentration and dose. Since his last visit his pump stalled ((B)(4) 2017) and has had severe muscle spasms and pain, especially in his back. Patient denied using oral baclofen at this time and did not have any emergency oral baclofen left. He had been in a significant amount of pain since his pump turned off, so he expressed interest in changing his pain medication. At his last visit he denied his usual prescriptions of oxycodone, adderall, celebrex, and amphetamine sulfate secondary to his worry about driving while using those medications. Patient could not tolerate mobic secondary to emesis. Also reported that he could not tolerate celebrex 100 mg bid because it made him "manic". He was not seeing a psychiatrist at this time, but was willing to seek one with the hcp's referral. During the visit on (B)(6) 2017, pump alarm went off several times, even after it had been turned back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 mcg/ml concentration at 146.67 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that motor stall was seen at initial interrogation. The patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log reported: motor stall occurred, motor stall (active), multiple motor stalls & recoveries, stopped pump may exceed tube set: (B)(6) 2017. It was reported that motor stall: (B)(6) 2017, motor stall recovery: (B)(6) 2017, motor stall: (B)(6) 2017, motor stall recovery: (B)(6) 2017 and motor stall: (B)(6) 2017. The rep said no MRI's recently, but the rep was not sure on older event logs and if the patient had MRI's for those. It was confirmed there was no emi/magnetic sources present. Patient started hearing the alarms last week. Increased muscle spasms were reported. On this report date, the patient followed up in the hcp office. The pump alarm was going off since last tuesday but was sick with flu to come in. Today in clinic verified that pump was off then the hcp turned on then went off again. The hcp was covering the patient with oral and valium, only on about 150 microgram per day. The hcp requested other hcp to contact the rep for pump exchange. No further complications were reported.